Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited a high capture threshold. The physician repositioned the right ventricular lead to resolve the issue. The patient was in stable condition.